Event description:
The following information was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment using non-gore stentgraft (valiant). On (B)(6) 2022, the patient underwent reintervention using gore® tag® conformable thoracic stent graft with active control system as a treatment for the distal stent graft induced new entry (sine) of the non-gore stentgraft. When the primary deployment handle was pulled, it seemed that the distal edge of the ctagac expanded only about 1/4 of the target vessel diameter. When the secondary deployment handle was pulled, the proximal side of the device was fully deployed, but the distal side remained incomplete expansion. When the physician pulled the lock wire handle, the device was fully deployed and the procedure was completed without any further issues. Reportedly that there was no resistance during the deployment operation.

Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4).